Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the titanium (ti) cancellous expansion head screw broke during an anterior cervical discectomy (acd) procedure on (B)(6) 2018. During the procedure, one of the fins popped off as the surgeon went to bring the screw down flush with the plate. The second fin also popped off in trying to retrieve the first fin. When a conical screw extractor was used, the tip of the extractor broke off. The surgeon then used non-synthes surgical drill and burred the screw down to be flush with the plate. The screw was left behind the patient. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant devices: spine plate (part: unknown, lot: unknown, quantity: 1); surgical drill (part: unknown, lot: unknown, quantity: 1). This report is for a 4.0mm ti canc expansion head screw self-tapping 14mm. This is report 1 of 2 for (B)(4).

Event description:
It was noted the surgeon then used metal cutting burs and burred the screw down to be flushed with the plate. The fragments generated from the broken device were easily and completely removed. No other medical intervention required. There was a twenty (20) minute delay in the procedure from cleaning out and checking out if there were still fragments in the patient and securing the implant. The patient was stable and the procedure was successfully completed. Updated to concomitant devices reported: metal cutting burs (part# unknown, lot# unknown, quantity# unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.